Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported about 3 weeks ago they wondered if their ins was working; caller stated it was "kinda sporadic" and they would have to go find a position where they could "actually feel it." Caller stated "laying on hard surface would definitely bring it to full tilt" to feel it. Caller stated "when it isn't 100% working I can feel it in my legs and my back." Caller reported "last night in the middle of the night it all but shut off. I barely, barely feel it." Caller stated this morning they got up and were very uncomfortable and in a lot of pain. Caller reported they went to physical therapy, thinking that laying on the table, which "usually activates the device and it goes good" would help and it "didn't do a thing." The caller was redirected to their healthcare provider to further address the issue.